Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During this inspection, no deviations from the technical specifications were found that could be related to the clinical complaint. The lead proved to be conforming with specifications and free of defects. Especially the measurement values of the electrical analysis were within the technical specification. No anomalies could be detected during the performed screw tests. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no signs of a material or manufacturing problem.

Event description:
It was reported that the lead was replaced on the day of implantation because the electrical values were not measurable or out of range after surgery. The lead showed low sensing and high impedance. The lead was explanted.